Event description:
Caller reported damage to a cartridge where the pigtail had detached but was not broken, suggesting a small part of it had slipped out. There was no reported adverse impact to the customer¿s blood glucose level. The caller was unsure how the damage occurred but successfully changed the cartridge and resumed insulin therapy.